Event description:
Per the clinic, the patient underwent a skin revision surgery on (B)(6), 2023 and was treated with oral antibiotics (specific date and duration not reported).

Event description:
Per the clinic, the patient experienced recurring infections at the abutment site. Subsequently, the patient was treated with topical antibiotics (specific dates and durations not reported). Additional information has been requested but has not been made available as of the date of this report.